Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing for tpn was disconnected at the area where the tubing meets the hub. This event occurred during infusion. The reporter stated that the tubing looked as though it was not fused properly to the connecting hub. Tpn fluid then leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.